Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted concomitant medical products: item number: unknown, item name: unknown zimmer trilogy liner, lot #: unknown; item number: unknown, item name: unknown zimmer cluster cup, lot #: unknown; item number: unknown, item name: unknown stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04616; 0001822565 - 2018 - 04615; 0001822565 - 2018 - 04618. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip arthroplasty, subsequently patient is experiencing limited range of motion, pain, a 2 inch leg length discrepancy, difficulty ambulating and the sensation of sitting on something. Attempts have been made and no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was not evaluated and the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event was not provided. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.